Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump made a loud noise when turned on and display screen began to count down. Customer's blood glucose was 444 mg/dl. Customer reported that display screen went blank after receiving a low battery alert. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected blaring noise during testing. No unexpected low battery alarm anomalies noted. No unexpected missing segment/partial display noted. No frozen screen noted during test and time clock advances properly. The insulin pump received with minor scratched lcd window, missing end cap sticker and cracked reservoir tube lip.